Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a damaged trocar. The cannula and obturator were fractured at the site of the bend. The wall thickness of the cannula and obturator were measured and were not under specifications. Based on the condition of the returned unit and the description of the event, it is possible that the damage was due to excessive force that was exerted on the unit during insertion. It is also possible that the obturator was more susceptible to breakage. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: during the case the trocar came out of the incision in the abdomen. The surgeon attempted to replace the trocar and during the reinsertion the trocar bent. Both the cannula and the obturator within it bent. The location was near the seal housing near the top of the z-thread. The trocar cracked but did not fragment. No other devices were being used with the trocar at the time of the event. The device was removed and replaced with a new trocar. No patient injury. Product is available for return. Additional information received via email on (B)(6) 2021 from applied medical representative: there is no additional information available. Intervention: the device was removed and replaced with a new trocar. Patient status: no patient injury.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: during the case the trocar came out of the incision in the abdomen. The surgeon attempted to replace the trocar and during the reinsertion the trocar bent. Both the cannula and the obturator within it bent. The location was near the seal housing near the top of the z-thread. The trocar cracked but did not fragment. No other devices were being used with the trocar at the time of the event. The device was removed and replaced with a new trocar. No patient injury. Product is available for return. Intervention: the device was removed and replaced with a new trocar. Patient status: no patient injury.